Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be fluctuating and depleting too fast. Additionally it was reported that the customer had an unspecified issue with the cartridge. There was no reported impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support.